Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels reaching 405 mg/dl and ketones present. Customer stated, air bubbles may have been present throughout tubing. Customer delivered a manual injection, and reportedly blood glucose levels have stabilized.